Manufacturer narrative:
The battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event of damaged cable was confirmed via visual inspection. Analysis revealed that the device failed visual inspection due to the unit's cable was torn or cut on the battery cable. The most likely root cause of the reported event can be attributed to the handling of the unit, causing the cable to tear. Per the instructions for use (IFU): the hvad controller requires two power sources for safe operation: either two batteries, or one battery and an ac adapter or dc adapter. Users are instructed to return any damaged components to heartware. Any observed damage would be mitigated by the exchange of this component for another one. Therefore the potential that a damaged battery would cause a death or serious injury is remote. This will therefore result in user annoyance with no effect on the functioning of the pump. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria.

Event description:
It was reported that the insulation the battery cable was damaged. The battery was replaced with no reported patient consequence. No further information was provided.